Manufacturer narrative:
The gehc service representative performed a checkout of the equipment and the reported fault could not be reproduced. The equipment was found to function within manufacturer's specifications. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported a light anesthesia case. There was no reported patient injury.